Event description:
It was reported that, days after the implant procedure, sensing issue was observed on the right ventricular lead. The lead was explanted and replaced. The patient's condition at the time of the two procedures was not provided. No further information was available.